Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The healthcare professional reported that she was removing the patient¿s system for MRI prior to surgery that was unrelated to the device/therapy and it was noted that the patient had a lead fragment from the removal of a previous system. It was stated that the lead was from a previous system about 10 years ago and no interventions had been performed. MRI guidelines were reviewed. No patient symptoms were reported. Additional information was received from the consumer on (B)(6) 2019. It was reported that the patient had an unrelated mini-stroke so they needed an MRI of their head 10 days ago. The patient reported that after the MRI of their head (B)(6) 2019 (patient stated 10 days ago) the patient noticed on the skin where the lead was implanted, they were noticing some bruising. The patient was redirected to their health care physician (h cp) to have the bruising checked. The patient mentioned that their ins had been removed 2 years ago and part of the lead had been left because it had broken off. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.